Manufacturer narrative:
Patient¿s gender and weight is unknown. Device is an instrument and is not implanted/explanted. Telephone number: (B)(6). A device history record (DHR) review was performed for lot # pe01939: release to warehouse date: 17 oct 2013, expiration date: na, supplier: precision edge surgical: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during hip nailing titanium trochanteric fixation nail (tfn) surgery on (B)(6) 2017, the set screw was too deep in the nail therefore the femoral neck screw could not pass through the hole. So surgeon tried to pass it with the tap. The tap broke intra-operatively. The surgeon removed the neck screw and used another one, the nail is still in the patient. The surgery was prolonged about 45 minutes. Patient condition after the surgery was stable. There was no patient harm and the surgery was successfully completed. This report is for one (1) tap/reamer for trochanteric fixation nail screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device: a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. No product design issues or discrepancies were observed. Part# 357.430 tap/reamer f/tfn fem neck screw . The t-handle has sheared off the shaft at the circumferential laser weld location. Drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause as the nail was not returned to cq for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All broken off pieces from the tap were removed from the patient. It was possible to insert the second blade into the nail with the too long set screw.